Event description:
It was reported that the customer's daughter was calling to report that the customer was deceased and mentioned that the customer had been hospitalized a month ago on (B)(6) 2014. Customer was dehydrated and was not feeling well. Customer's primary doctor sent him to the emergency room. Customer was rehydrated and his sugars were back in. Customer was hospitalized due to dehydration and his blood glucose levels. Customer spent 2 days in the hospital. Customer was wearing the insulin pump at the time of the emergency room visit. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.